Manufacturer narrative:
Operator of device: other: n/a. Health professional: no. Occupation: medical equipment company technician/representative. Initial reporter also sent report to FDA: no. Date rec'd by MFR: company representative. The device manufacture date provided in the initial report, submitted august 16, 2017, was incorrect. The correct manufacture date is september 4, 2006.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the centrifugal pump system with tubing clamp. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that the centrifugal pump with tubing clamp displayed an error message during preventive maintenance. The device was removed from service until further notice. This issue was discovered by a livanova field service representative during routine service. There was no patient involvement.